Event description:
It was reported that impedances were >40000 ohms on contacts 10 and 11; all other impedances were "normal." It was also reported that during implant the health care provider (hcp) had "multiple" stylet insertions into the lead and was getting resistance to insertion about two inches from the end of the lead. Eventually a stylet was successfully inserted. Additional information received on (B)(6) 2012 reported the hcp took four hours to place the leads, even though there were a "handful" of times placement "looked good." During that process the stylets were removed "in an out" of each lead "20+" times with bloody gloves. The hcp "burned" through accessory kit stylets due to them being "bent and kinked." At the end of the case intra operative testing was performed with "good" stimulation coverage and no impedance issues, however the hcp moved the leads. When the leads were finally finished being placed, the impedances of electrodes 10 and 11 were >40000 ohms. The electrodes were thought to be damaged, because all other electrodes had normal impedances. The hcp stated she could have "nicked" the lead while suturing. Further information received on (B)(4) 2012 reported that during the post-operative appointment there were no impedance issues and the patient had "good" coverage with stimulation.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot # n343398, implanted: (B)(6) 2012, product type accessory.